Manufacturer narrative:
Device expiration date: unknown. Initial reporter occupation: sr. Global post market surveillance specialist. Device manufacture date: unknown. Investigation summary: no photos or samples were received for evaluation. Since no samples displaying the reported condition were received a potential root cause could not be defined and no corrective actions are necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the syringe 3ml ll 200 s/c experienced leakage at the connection site which was noted during use. The following information was provided by the initial reporter: material no. 309657 batch no. Unknown. Complaint 4 of 4 caller reported that insulin is not coming out of the syringe. Customer stated it is not a problem with the needle, but that the syringe will not release insulin. Number of occurrences- 1. Did the caller insert the needle into the cartridge and encounter fill resistance? No. Product with issue bd 3ml syringe. Product lot # unavailable. Did issue cause any injury? No. Did customer require medical intervention? No. Is product manufactured by bd? Yes. Resolution distributor explained that bd might follow up with caller regarding returning syringe/needle. Caller was able to successfully fill a cartridge. Distributor .to send replacement supplies. Caller acknowledged and was satisfied. No further distributor follow up is required. 14-apr: spoke with the customer and she stated she discarded the samples.